Event description:
The valve was explanted due to regurgitation and stenosis. At explant, calcified cusps and a leaflet tear were also noted. A 17 mm sjm regent mechanical valve was implanted. The patient was reported to be unstable post procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).